Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Dso seal, scratched lens, damaged battery compartment. The event history log showed error 42224. Funtional testing was performed. The primary problem was with a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
It was reported that the pump beeped during purging. There was no patient involvement.